Event description:
It was reported that the pump would become warm to the touch while charging despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.